Event description:
Additional information received noted that the device was functioning fine after por (power on reset) was cleared.

Manufacturer narrative:
Programmer, model: 37642, serial#: (B)(4); extension, model: 37085-60, serial#: (B)(4), implanted: (B)(6) 2010, explanted: na; extension, model: 37085-60, serial#: (B)(4), implanted: (B)(6) 2010, explanted: na; lead, model: 3389s-40, lot#: v475865, implanted: (B)(6) 2010, explanted: na; lead, model: 3389s-40, lot#: v475865, implanted: (B)(6) 2010, explanted: na. (B)(4).

Event description:
It was reported that a power-on-reset (por) condition was noted and a "call your doctor". It was believed that the por was due to a parity error. It was noted that the patient did have a return of their symptoms after they woke up. The patient stated was no known event or nothing unusual associated with this occurrence. The company representative cleared the por condition from the patient's ins and the patient was able to get good therapeutic effect. If additional information is received, a follow up report will be sent.